Event description:
The customer reported the display was blank.

Manufacturer narrative:
The customer reported the display was blank. A philips rep duplicated the reported issue. Replacing the display resolved the reported issue.